Manufacturer narrative:
Technician services could not evaluate the suspect device as the device was not returned. If the device does arrive a subsequent supplemental report will be issued with the results.

Event description:
The customer reported that during a patient procedure, using the gvl-2000 portable video monitor with gvl 4 blade, the image would not work and gave a "video 1" no signal alert. No delay in the procedure. No use of a back-up device was reported. No harm to patient or user was reported.